Event description:
Display on phoenix - after "recirculate", difficulty with touch screen. Had to tap very hard, almost striking it to get into treatment mode. After about 20 minutes machine started alarming loudly with "alarm timeout" code on display. Unable to rinse back causing estimated blood loss of 200cc. After attempting to mute and rinseback recycling, went into "fail-safe" mode.